Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was off and he couldn't prime and the device alarmed battery out limit when he turned it on. Customer's blood glucose was 600 mg/dl. An hour ago prior to call blood glucose was 500 mg/dl, treated with syringe. Customer had high blood glucose because he was not connected to the device. Device also alarmed failed battery test. Customer declined troubleshooting. Customer was feeling tired and was having a hard time navigating. Customer was walked through the priming process successfully. Customer's wife was advised to monitor customer blood glucose in an hour to be sure blood glucose lowered. No further information reported.